Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle after a percutaneous transluminal peripheral angioplasty procedure. Reportedly, a suture break was noticed when deploying the plunger. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery after a percutaneous transluminal peripheral angioplasty procedure with an 8f sheath. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle after a percutaneous transluminal peripheral angioplasty procedure. Reportedly, a suture break was noticed when deploying the plunger. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.